Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) exhibited atrial pace (ap) that captured the ventricle and many ventricular sense (vs) that were occurring in response to atrial fibrillation.